Event description:
The ventilator alarmed, 1/2 of the room, one outlet, lost power. The patients oxygen saturation monitor showed the oxygen saturation going from the low 80s to the high 70s. The patient was hand bag ventilated and placed on another ventilator and transferred to another room. The patient was distressed possibly due to a mucus plug and the f102 had been adjusted through out the night, prior of this event. The was no change in the patients condition due to this event.